Manufacturer narrative:
Unit passed self test and displacement test. No insulin smell/ moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call that there has been insulin leaking into his pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.